Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that cardiosave intra aortic balloon pump (iabp) generated alarm "check iab catheter" after the patient was transferred to ICU from catheter lab. There were no harm or adverse event reported. Customer also said that inflation failure was found on the concomitant iab catheter under fluoroscopy. Later a getinge field service engineer (fse) evaluated and test was performed for approximately 30 minutes following system functional check at the facility. As there were no anomalies or malfunction found on this iabp unit, fse returned unit for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)  generated a "check iab catheter" alarm shortly after the patient was transferred to ICU from catheter lab. The iabp was replaced with another cardiosave iabp; however the issue persisted. Furthermore, inflation failure was found on the concomitant iab catheter under fluoroscopy. Therefore the iab catheter was safely removed from the patient and replaced with a new non-maquet iab catheter. The iabp therapy was continued and completed with the replacement cardiosave iabp and the non-maquet iab catheter. There were no adverse consequences to the patient noted. This report is for the replacement  cardiosave iabp. The initial cardiosave iabp is being reported separately.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.